Manufacturer narrative:
The indications at this time are that the lead may have migrated a little, thresholds having risen to 2.9 at 1.0. There was no allegation of a device to lead connection issue, however the device had been implanted one month at the time of the allegation of -out-of-range impedance. To date, information suggests that this lv lead remains in service. As new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific recieved information that this transvenous left ventricular (lv) lead did exhibit an intermittent rise in pace impedance to greater than 2000 ohms. At implant, the lead impedance was at 1000 ohms and has gradually risen to out of range. No over sensing was noted but also there had been no presenting electrocardiogram (egm) to look at. The plan was to bring the patient in for troubleshooting.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment was returned and the lead was returned severed at 65 millimeters. Visual inspection found dried blood and body fluid in the lead lumen. A thorough evaluation of the lead was performed on the return segment resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations with the returned segment. Laboratory analysis did not identify any lead characteristics from the returned segment that would have caused or contributed to the reported clinical observations.

Event description:
The left ventricular (lv) lead was explanted and returned following the patient's death. There were no allegations relating to the patient's death.